Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The energy was stable during the whole day. The logfile shows sixteen successfully performed treatments and the reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The energy settings could not be verified due to the insufficient quality of the treatment report but is assumed to be correct. No statement about the selected canal settings or flap thickness could be made either. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The provided treatment report does not allow to discern any relevant details due to insufficient picture quality. However, a potential vertical gas breakthrough can be seen in the provided high-resolution treatment report image. The root cause for this event could not be identified conclusively, however no technical root cause could be identified and the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the vertical gas break in the unknown eye of a patient, during lasik surgery.